Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump had an occlusion issue during the prime process. Blood glucose reading at the time was 300 mg/dl. The customer did not have the reservoir to return. Advised the customer that the infusion set and reservoir will be replaced. Nothing further reported.